Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, and was unable to reproduce the reported issue, and could not find any evidence in the event, or power logs to support the reported issue. However, in evaluating the iabp, the fse noticed that the batteries were both under 20% near the time of the reported event. The unit ran for one hour with no issues, and then the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. Full event site name: medical university hospital authority

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) screen went blank, and the unit subsequently shut off. No patient harm, serious injury, or adverse event was reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) screen went blank, and the unit subsequently shut off. No patient harm, serious injury or adverse event was reported.